Event description:
It was reported that the programmer displayed an error code. The error was cleared after cycling the power a "few times." Technical services provided assistance in recommending the client re-install the software update. There was no indication of any patient involvement or complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.